Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31552495l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter and observed char. Char was confirmed to be attached to octaray mapping catheter at the time of removal for replacing the sheath. Timing was two hours after using the octaray mapping catheter, after the pulmonary vein isolation (pvi) was completed. Since there was no impact on the patient, the char was wiped away. The irrigation status was also not an issue. The procedure continued. Septal puncture was performed with a rf needle. No impact on the patient has been confirmed at this time. The patient's condition was stable. The physician¿s assessment of the health problem was non-serious (moderate/minor). No prolongation of hospital stay. The physician¿s opinion on the relationship between the event and the product was none in particular. There were no abnormalities observed prior to use or during use of the product. Additional information was received on 05-jun-2025. The system did not present any error message nor did the physician / user see any product problem. Since the issue was related to octaray, it was not related to the generator. No issues related to the temperature and flow on the catheter. Additional information was received on 13-jun-2025. The char was located on the tip electrode. Heparinized normal saline was used. The act practice of the physician was 350 seconds over.